Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The first device (a) has a puncture in the balloon, likely caused by nicking with sharp object or packaging material. The device was tested twice during production, first after tip assembly and again prior to packaging for shipment to ethicon. There were no anomalies found after reviewing the work orders for these lot numbers. The lots passed all testing and all data recorded was within required specifications. The device (b) has a cut in the balloon, likely caused by a sharp instrument. The devices are tested twice during production, first after tip assembly and again prior to packaging for shipment to ethicon. There were no anomalies found after reviewing the work orders for these lot numbers. The lots passed all testing and all data recorded was within required specifications. Device b additional information: batch # j4a18t, expiration date: 11/2016, manufacturing date: 12/2011.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did any material fall into the patient? No. If so, was it retrieved? N/a. Did the issue occur pre-operative or intra-operative? Pre-operative. Was this the initial use of the device? Yes. How long has the surgeon been using this device? No information. What other devices were used in conjunction with the device? No information.

Event description:
T was reported that during a laparoscopic oophorectomy procedure, the balloon was burst. Another device was used to complete the case. There were no adverse consequences to the patient.